Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that stimulation helped the patient for a year since implant, but after that it no longer helped the patient's pain. Event cause was unknown. Diagnostic testing or troubleshooting performed included the patient was programmed previously. The issue was not resolved at the initial time of report, and the patient's status was alive with no injury. Device explant was performed as surgical intervention. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.